Event description:
It was reported that the surgeon noticed mild asymmetric lens vault approximately one month post intraocular lens implant. A reposition was attempted without success. The lens was removed and another model lens was implanted. This event refers to the pt's right eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.